Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. The device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed . The evaluation revealed that approximately .534" of the distal portion of the screw had been broken-off. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this event is angulating the driver during insertion, prying/leveraging the implant during insertion, improper bone preparation, or implant not seated properly on driver. This is the first complaint for this part/lot number combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
The delta biointerference screw broke during insertion. There was 14mm's remained in patient. No further patient or event information was provided at the time that event was reported.